Event description:
Caller reported intermittent occlusion alarms were noted. There was no adverse impact to the customer's blood glucose level. The customer address occlusions by changing the infusion set and cartridge, then resumed insulin use. During troubleshooting with tandem technical support it was noted that air bubbles are observed often in pump supplies, this is resolved when the supplies are changed.